Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Customer contact reports no patient information available.

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient injury.